Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the parts by the reservoir lip that holds the reservoir in was broken. The customer also reported that there were scratches on the screen, rewind was louder, casing by the battery broken off, motor made clicking noise when delivering insulin or rewinding and had unexplained no delivery alarms. The insulin pump will not be returned for analysis.